Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, after the plunger was accidently pulled back on advancement the device was still attempted to be deployed. It should be noted that the electronic perclose proglide instructions for use (eifu), lists the details of the deployment sequence of the device. Deploy the foot by lifting the lever on top of the handle (marked #1) and then deploy the needles by pushing on the plunger assembly (marked #2). As the user stated that it was accidental, it is unknown if the violation cause or contributed to the complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via 6f and 8f sheaths prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when inserting the guide wire, the operator accidently pulled back on the plunger. Proglide deployment was still attempted and a cuff miss was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.